Event description:
Additional information received clarified that "ic-an" referred to an internal carotid artery aneurysm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Healthcare professional information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding echelon catheter perforation (with guidewire/stylet). The patient was undergoing an aneurysm coil embolization. The accessed vessel was the ic with a vessel diameter of 5mm. It was noted the patient's vessel tortuosity was strong. It was reported that tactics were delivered before the ic-an to ic-an coil embolization. For the microcatheter, the echelon 10st (lot: b360807) was selected, preparation was carried out as per the package insert, and a steam shape of 30 seconds was applied to the j-shape of the echelon 10st. After the shape, when an attempt was made to set up a synchro select standard 14 wire, 14 wires were perforated at a point around 1 cm from the end of the extension. The usage of the echelon10 abstained, and there was no backup available, so the mc (sl10) of another company's product was opened and prepared in the same manner. A steam shape was performed on the j shape in the same way as before, and the setup using the 14-wire was completed without any problems. After that, there were no problems and coil embolization was performed successfully. All products were prepared as per the package insert. The product was not used in the patient's body because abnormalities were confirmed during the setup stage. No residual inside the patient's body. It was reported that catheter perforation (with guidewire/stylet) occurred in the distal shaft. There was no resistance when passing the guidewire/stylet. There were no kinks or other damage on the guidewire, coil, or stylet. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a synchro select standard 14 guidewire .